Manufacturer narrative:
The tech found that the set screws were broken off in the hex rods. The tech replaced the set screws and the hex rods to repair the stretcher.

Event description:
Info received indicates when the brakes were engage, the head end brakes did not hold.